Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the shield feels loose and breaks off easily. It falls off during blood collection or while trying to dispose of the needle. This has occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received approximately 10 shelf packs of samples and one (1) photo for investigation. The photo depicts a device with the safety shield detached. Additionally, 20 samples were randomly selected and subjected to a functional test for proper activation. All the samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.